Manufacturer narrative:
A partial lead with the distal tip measuring 46.2 cm was returned for analysis. External insulation abrasion was noted at 9.0-10.1 cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 9.6-12.5 cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital for a lead extraction and device replacement procedure. The right ventricular lead exhibited externalized conductors under fluoroscopy. There were no electrical anomalies on the lead. The lead was extracted and replaced successfully with no adverse consequences to the patient. The patient was stable post procedure and will continue to be monitored with routine follow-up.